Manufacturer narrative:
Maude report, mw5074644, was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and frayed/abraded right ventricular lead insulation was observed. The electrical function of the lead was also decreased. Patient¿s heart pacing was declining. Lead was capped and replaced on (B)(6) 2017. No further information was available.